Event description:
Customer reported an incident there a flow rate discrepancy occurred during treatment with no error codes. Pbp pump was running at 1500ml and the substitution pump at 50ml. The nurse lowered the pbp to 1400ml, but the monitor showed 1360ml. Meanwhile the nurse also noticed that, the substitution pump was standing still. The value of the pump seems to have changed by itself on 0ml. It was possible to solve the problem by going back in the flow setting screen, bringing all pump speeds to zero, confirming, and setting new values for the pumps concerned. There was no blood loss reported. Reported machine runtime 1153(h).

Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. Gambro renal products has requested the downloaded machine data files and additional info relating to this incident. An investigation is ongoing. It is expected that the investigation will be concluded end q.3 2006. A final report will be submitted once the investigation is concluded.